Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and exp dates cannot be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
Note: this report pertains to the first of two malfunctions occurring during the procedure. It was reported that during the procedure, the speedband superview super 7 ligator band did not stay on the varix. The physician attempted to use a second device and encountered the same issue. The physician aborted the procedure with no pt complications and the pt is fine. Refer to associated manufacturer report# 3005099803-2008-06790, for a description of the second event.